Manufacturer narrative:
Suspected device evaluated by ok biotech. The test results for returned meter were within the range. The test results for returned strips were out of range. The return meter tested. The standby current test is 1.0¿a. The criteria is <55-a. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and in house strips (strip lot number:d150923-1). The control solution tests for level low are 54/53 mg/dl; for level high are 264/264 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. The return strips tested (retrun strip lot # d150527-2. To test the returned strips with in house control solution. The results were 76 and 86 mg/dl for level low. And results were 316 and 306 mg/dl for level high. All results were out of range; the strip vial test is failed. The strip vial is damp. It may cause by user operation/storage problem; to test the same lot of retained strips with in house control solution. The results were all within the range.the control solution tests for level low are 36/37 mg/dl; for level high are 245/239 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range.

Event description:
(B)(4) received a call on 10/02/2015 reporting a medical intervention that occurred on (B)(6) 2015 at 4:30pm. Patient called in stating that her blood glucose level was high. Patient stated she was lightheaded, dizzy and nauseated. The reading on the prodigy meter at the time of the event was 274mg/dl. Paramedics were called 15 minutes after testing with the prodigy meter by patient's nurse. Patient was not given any treatment while waiting on paramedics. Upon arrival, paramedics tested patient's glucose with a result of 169mg/dl. Approximately 20 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was transported to ER by paramedics. Patient stated that ER was busy and that ER staff did not get to her until around 7:30-8:00pm. No treatment was administered at ER. Patient's blood glucose upon discharge from ER was 150mg/dl. Patient's stated that her total stay in hospital was 5.5 hours. (B)(4) sent replacement system and prepaid envelope requesting return of suspect system.